Event description:
It was reported that a patient had a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused peritonitis manifested by abdominal pain and vomiting. The break in aseptic technique was further described as due to the cat licking the patient¿s hand and the patient not washing her hands prior to performing pd therapy resulting in touch contamination as well as not cleaning the pd catheter for a long time. On the same day as peritonitis onset, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with unspecified antibiotics, ip (intraperitoneally). Pd therapy was ongoing during hospitalization. Four days after being admitted to the hospital, the patient was discharged. At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal/extraneal therapies were ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.